Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) early. The icm was later explanted and replaced due to a system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.